Event description:
Device used to deliver fentanyl via epidural route in hospital. Device indicated that drug was being infused for past 24 hours yet no drug was delivered to pt during that time. Tubing had crimp (from clamp) that prevented the proper flow of drug. Device did not have alarm or indicator that alerted staff when flow was interrupted. Pt experienced severe unnecessary pain for 24 hours as result of this device problem. It should be essential for device of this type to have a "no flow" indicator or alarm.